Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn out.

Event description:
It was reported that the suction is not working. There was no harm or adverse event for patient, operator or third party reported. No further information received.